Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was a lead revision in (B) (6) 2009; the reason for the revision is unk at this time. Add'l info has been requested, a f/u report will be sent when add'l info becomes available.